Event description:
The patient was implanted with an ams miniarc sling. It was reported that the patient experienced serious bodily injury, mental and physical pain and suffering. It was also reported that the patient suffered infection or inflammation, tissue abrasion, and other severe adverse health consequences.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.